Event description:
It was reported by the customer that during set up the cs300 intra-aortic balloon pump (iabp) optical failure unable to zero for pressure. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a pre use check, the cs300 intra-aortic balloon pump (iabp) was unable to zero pressure. There is no information about patient involvement. No harm is reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: b5, h6 (medical device problem code) a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported with a pressure simulator that pressure was zeroing. The fse was unable to verify the failure. The unit passed all performance and functional tests as per manufacturer's specifications.